Event description:
Caller indicated the relion confirm meter was giving variable readings. States she tested in the morning at home and it was 150, she went to the doctors office for a routine ob check up (pregnant) about 40 mins later and it 40. While at the clinic they decided to have her admitted because her sugar levels, then at the hospital after given insulin her readings were 142 with their and 124 with hers. Controls not used. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.